Event description:
The customer reported that the system would not boot. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and battery on sbc were evaluated and replaced. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.